Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-07. It was reported that the cause of the drug having a yellow/brown tinge when aspirated from the reservoir was unknown. It was indicated that the lateral view of the pump showed it was empty and that a pocket fill did occur. It was noted that the patient was still being monitored for the symptoms of respiratory depression and episodes of unresponsiveness. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving fentanyl [4,000.0 mcg/ml] at a dose of 515.3 mcg/day, bupivacaine [100.0 mcg/ml] at a dose of 12.88 mcg/day, baclofen [200.0 mcg/ml] at a dose of 25.77 mcg/day and clonidine [400.0 mcg/ml] at a dose of 51.53 mcg/day at simple continuous infusion mode via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported on (B)(6) 2017 that the patient was new to the clinic and it was their first time getting a refill with them on (B)(6) 2017. It was reported that when the hcp aspirated from the pump they saw a yellow/brown tinge. It was noted that the drug in the pump was five months old. It was indicated that the hcp decided to fill up the pump with 20 ml of normal saline. The hcp was able to pull back 19.5 ml of the saline and everything came back clear but at the very end when they were pulling back the saline they saw a little ting as well. It was reported that the hcp then decided to go ahead and fill up the pump with 20 ml of drug and was making sure to pull back a little at 5 ml and 10 m l to ensure the drug was patent (which it was). The hcp injected the rest into the pump and immediately after they saw swelling at the pocket site, which led them to believe there was a partial pocket fill. The hcp had aspirated from the pump and was only able to get back 8 ml. About 30 minutes post-refill the patient had respiratory depression and the patient was then taken to the hospital to medically manage the patient. It was confirmed that the hcp was using the manufacturer's refill kit, the angle of the needle was 90 degrees, and the patient had not coughed or moved during the procedure. It was stated that the hcp was certain they were hitting the metal plate of the septum the whole time they were filling. It was indicated that the hcp wanted to know what else could have happened since they were certain they had performed the refill procedure correctly. They then took a lateral view x-ray image, which appeared to be close to or empty based on the position of the reservoir against the bulkhead. Telemetry strips were submitted and showed that the low reservoir alarm occurred on (B)(6) 2017. It also showed that the pump was changed to minimum rate mode. On (B)(6) 2017 additional information was received from an hcp. It was reported that the patient had medication "leak into the subcutaneous tissue" and they decreased the dose, but the patient was still having episodes of unresponsiveness and they were "upping" the narcan. It was indicated that they thought the patient was still getting medication that the patient was not supposed to be getting right now. A manufacturer's representative was requested to assist with turning off the pump. No further complications were reported.